Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was seeing a lot of air bubbles in the tubing of her pump. Troubleshooting was performed.the customer experience high blood glucose and that was 261 mg/dl. The customer declined troubleshoot for high blood glucose. The insulin pump , reservoir and infusion set will not be returned for analysis.